Event description:
Found during routine testing. According to the reporter, the device intermittently locks up with a white screen when first powered on. There was no pt associated with the report.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.